Manufacturer narrative:
(B)(4).

Event description:
It was reported that an endurant cuff was used in a patient for the emergent endovascular treatment of an aortic false aneurysm at the anastomosis with the surgical graft from a previous open repair. When attempting to flush the wire lumen, resistance was felt with the syringe and the device could not be flushed. A guide wire also would not pass through. The physician advanced a needle through the wire lumen of the tapered tip to open the blockage. The delivery system was then successfully flushed and the guide wire passed through. The stent graft was implanted in the patient without issue.